Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with a 180 units of insulin. The customer loaded a new cartridge and insulin therapy was successfully resumed. Additionally, it reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 211 mg/dl.